Event description:
It was reported that the user¿s pump displayed prompts to connect a cgm or enter blood glucose despite the user having started a sensor, and subsequent troubleshooting revealed the sensor had been initiated using a non-pump cgm app, resulting in the sensor being in use by another device and not pairing with the pump. Symptoms included no adverse clinical effects and no alerts or alarms from the pump. Outcomes included successful application of a new sensor and pairing through the pump app, with the app indicating connection would occur shortly. Investigation included guided troubleshooting and user education regarding correct app pairing workflow. Investigation of this case revealed the sensor was already started on another device, preventing pump connectivity, and the issue resolved after replacing the sensor and initiating it through the pump app as directed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to starting the cgm sensor on an incompatible application rather than the pump app.